Event description:
The stapler was placed on the tissue between the appendix and cecum. The stapler was closed and locked. When the stapler was fired, the blade advanced but the staples did not engage. The patient had to be opened to control the bleeding and to complete the surgery.